Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP stopped working during use, emitted a burning odor, and caused an end user to develop a rash on his nose. Medical intervention of prescribed medication was reported. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience rash on his nose. Medical intervention of prescribed medication was reported. The reported event of rash on his nose and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as non-serious and related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device was returned to the he manufacturer's quality product investigation laboratory for investigation. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were thirteen instances of errors on the device. The internal investigation showed that there were signs of water having been on the pca. There was blown chips on the pca as well as corrosion on both sides. There was corrosion on the iso port as well. The water tank had signs of contaminate on the plate. The manufacturer concludes there was no evidence of sound abatement foam degradation, liquid ingress and contamination were observed and are consistent with being from an external source. The unit was scrapped. Section b7, h7, h9 was not reported in the previous report, which correctly updated in this follow up report. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.